Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode showing oversensing of noise. Smart pass was off and the device was programmed to the primary vector. The patient was seen in the clinic and troubleshooting was performed. Automatic setup still chose primary and smart pass could not be programmed on. The sense vector was manually programmed to secondary and smart pass was enabled without issue. The patient was scheduled for an exercise test. Data following the test was submitted for review. It was noted the device performed well in secondary at the 2x gain, but a significant amount of noise was produced with right arm movements. The system was placed on the right and the electrode was in contact with the right pectoral muscle. The physician was therefore considering revising the electrode position to move only the tip of the electrode, to minimize the intervention and recovery time. Technical services reviewed the data. The myopotential noise appeared to be well discriminated as it was marked with noise markers. It was also observed that the r-wave amplitudes were smaller at higher heart rates, making them similar in size to the t-waves. Technical services discussed they should review a lateral x-ray to evaluate the position of the device and electrode, and keeping the patient at secondary 2x and closely monitor (preferably in the remote monitoring system) to evaluate sensing performance. No adverse patient effects were reported. The device remains implanted and in service. The field representative later reported the patient received an inappropriate shock while programmed to secondary at a gain of 2x. Further troubleshooting was recommended, to have the patient perform the same movements they were doing at the time of the shock. An electrode revision was performed two days after the patient received the inappropriate shock. The electrode was repositioned to be closer to the sternum. The device remains programmed to the secondary vector at a gain of 2x and smart pass was programmed on. No noise was observed and a 10 joule commanded shock produced an in-range impedance measurement of 57 ohms. The patient continues to be followed in the remote monitoring system. No additional adverse patient effects were reported. The device and electrode remain implanted and in service. Additional information was received. A new untreated episode was observed in the remote monitoring system. The patient was seen for a new screening and additional troubleshooting with patient movements and postures, but they were unable to find a system position that produced suitable measurements. Therefore, the s-ICD system was explanted and replaced with a non-boston scientific transvenous ICD system. No additional adverse patient effects were reported. The explanted electrode will not be returned.